Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device arrived in the incorrect language. In this state the user does not have the proper instructions to use the device and deliver defibrillation if necessary. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The product assessment center technician verified the reported issue. The pac technician discovered the incorrect main pcba was installed in the device, which controls the programmed languages. Root cause was traced to a manufacturing issue. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device arrived in the incorrect language. In this state the user does not have the proper instructions to use the device and deliver defibrillation if necessary. There was no patient involvement reported with the event.